Manufacturer narrative:
(B)(4). ¿it was additionally reported that a section of the device tubing measuring approximately one inch appeared to be melted. This was found before use. There was no patient involvement. No additional information is available.¿ the reported lot number, r14j11080, does not exist. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a ¿tubing malformation.¿ the reporter stated that the device was being used with a baxter infusion pump. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed that a section of tubing between the y-sites was cut/gauged. The cause of the condition was determined to be due to the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.